Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and the pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted the rv pacing impedance measured 3610 ohms in a varying and gradually rising trend. The rv capture threshold has shown measurements greater than 2.5 volts.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of greater than 3000 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.